Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the reason for the call was that the patient stated they had not had success with the therapy since they had it implanted. During the implant surgery, they felt there were complications which caused them to lose more bladder control. Troubleshooting was unable to be performed as the patient mentioned this as a side comment to their main reason for the call. They just came from the doctor's office where they discussed the therapy issue.